Event description:
It was reported by remote transmission there was loss of capture on the right ventricular (rv) lead. The lead was inactivated and anew lead implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2006. (B)(4).